Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for which biosense webster¿s product analysis lab identified a hemostatic valve separation. It was initially reported by the customer that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking. The sheath was used on the patient and no blood return was observed. No air was introduced into the body. No surgical removal was required. There was no report of patient consequence there was no information provided about how the issue was resolved. The customer¿s reported issue of ¿leak¿ has been assessed as not MDR reportable since it is highly detectable by the physician and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 1/17/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection of the product revealed no physical damage. Dilator was not returned by the customer. These findings are not MDR reportable. On 2/26/2020, during a second visual inspection it was noted that the hemostatic valve was found detached inside hub and brim cap appeared slightly separated from hub.these finding were reviewed and determined the hemostatic valve separation is an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 2/26/2020 and reassessed the complaint as MDR reportable.

Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and no damage was found during the first visual inspection. Then, during the second visual inspection, the valve was found dislodged into hub and brim cap appeared slightly separated from hub. The valve could have been detached and brim cap separated from hub due to an external force while inserting the device thru the sheath, but this could not be conclusively determined. It was also noticed that the event date was (B)(6) 2019 and the expiration date of the device used during the procedure was (B)(6) 2019. Device should not be used past the ¿use by¿ date that is printed on the packaging. Thus, it is the operator¿s responsibility to verify the expiration date. Based on this information this issue will be considered a user error. A manufacturing record evaluation was performed for the finished device with lot number 00001071, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. *correction note: on 5/18/2020, it was noticed that there was an erroneous sentence in the b5 event description reported in the initial MDR. It has been removed and the full event description has been repopulated correctly into field b5. The following is the sentence that was removed "it was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation" manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.. Manufacturer's ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation it was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for which biosense webster¿s product analysis lab identified a hemostatic valve separation. It was initially reported by the customer that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking. The sheath was used on the patient and no blood return was observed. No air was introduced into the body. No surgical removal was required. There was no report of patient consequence there was no information provided about how the issue was resolved. The customer¿s reported issue of ¿leak¿ has been assessed as not MDR reportable since it is highly detectable by the physician and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 1/17/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection of the product revealed no physical damage. Dilator was not returned by the customer. These findings are not MDR reportable. On 2/26/2020, during a second visual inspection it was noted that the hemostatic valve was found detached inside hub and brim cap appeared slightly separated from hub. These finding were reviewed and determined the hemostatic valve separation is an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 2/26/2020 and reassessed the complaint as MDR reportable.